Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Sometime post-op it was found that some of the screws were broken and/or bent. The patient underwent a revision surgery. It was also reported that the patient has an infusion morphine pump with a large granuloma which would cause paralysis or death. No additional information is available.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.